Event description:
Device malfunction: entanglement. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an internal carotid artery stenting procedure the acculink stent delivery system (sds) entangled with an emboshield embolic protection device (epd). After a non-abbott sheath was placed into the common carotid artery, the emboshield filter was placed into the internal carotid artery (ica). The emboshield filter was placed relatively close to the stenosis, due to vessel characteristics, and there was no additional site in the distal part of the ica for filter placement. When the acculink stent was inserted and advanced into the stenosis, the flexible tip of the acculink stent came in contact with the proximal end of the emboshield filter and pushed over the proximal end of the filter, becoming fixed on the end of the filter. Even though the physician was unable to disentangle the devices, the acculink stent was successfully deployed in the target lesion. Attempting to disentangle the stent delivery system and the epd, the physician introduced a .014 guidewire and a ptca catheter parallel to the stent delivery device. At the proximal end of the filter, the balloon catheter was blocked and the stent-delivery device was removed. The physician was then able to free the stent-device-tip from the proximal end of the filter. The stent delivery system, ptca catheter, and guidewire were completely removed. The physician finished the procedure with post-dilation and recovery of the emboshield filter with the recovery catheter. The physician felt that the tip of the acculink should not be so soft that it connects to the proximal end of the filter and that the proximal end of the filter should be thicker. No additional information is available.